Event description:
Presented to ed, emergency department, with syncope. Had history of pacemaker placement due to sick sinus syndrome. Testing done showed significant generator use. Decision to replace generator. Possible fracture of the ventricular lead. Was not inserted at this facility and no information available on leads.